Event description:
It was reported that during the surgery, the surgeon was having issues with implanting the device and likely over resected the fossa eminence, which caused gapping. Surgeon was able to get the fossa components implanted however, not able to get the mandible into the correct position with the intermediate splint.

Manufacturer narrative:
The reported event could be confirmed since intra-operative photos were provided, that showed both joints dislocated posteriorly with the intermediate splint in position. Despite the issues during placement of the joints, the joints ended up in a reportedly ¿fine¿ position. The mandibular components were only placed without the use of the intermediate splint. The intermediate splint would only fit, with the joints dislocated posteriorly. A post-op CT scan was requested, but not provided by the customer. Without a post-op CT scan, a deeper root cause analysis cannot be performed.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : not available.

Event description:
It was reported that during the surgery, the surgeon was having issues with implanting the device and likely over resected the fossa eminence, which caused gapping. Surgeon was able to get the fossa components implanted however, not able to get the mandible into the correct position with the intermediate splint.